Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and loss of capture on the left ventricular (lv) channel. Further evaluation of the patient was discussed. X-rays were performed in order to evaluate the patient and the lv lead was turned off. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and loss of capture on the left ventricular (lv) channel. Further evaluation of the patient was discussed. X-rays were performed in order to evaluate the patient and the lv lead was turned off. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that noise was also observed and a lead safety switch was triggered.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and loss of capture on the left ventricular (lv) channel. Further evaluation of the patient was discussed. X-rays were performed in order to evaluate the patient and the lv lead was turned off. This device remains in service. No further adverse patient effects were reported.